Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) did not repair the instrument since the unit is not longer in use. Cleaned and packed up unit for removal. The summit will be sent to the repair depot.